Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) charging cable not function well. There was no patient involved.

Manufacturer narrative:
After further review it was determined that the issue was only related to power cable difficult to pull out and does not have the potential to impact therapy. Hence the event is not reportable to FDA and no follow up report is necessary.

Event description:
N/a.